Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the straining ring was loose, the electric motor had excessive vibration, traces of unknown liquid internally and bearings in guide sleeve were rigid/rough and worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device locking knob rotated loosely and would not hold the blade securely. There were a few seconds of delay to the planned surgical procedure. A spare device was not required for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.